Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered a inappropriate shock therapy due to t-wave oversensing. Technical services was contacted for further review and provided troubleshooting recommendations. Besides the inappropriate shocks, there were no other adverse patient effects reported. This electrode remains in service.